Event description:
A 77 y/o female had an arrow-howes triple lumen catheter inserted in the right subclavian. An xray for placement was performed indicating the tip being coiled in the subclavian. There was a good blood return. The pt developed change in respirations & stat chest xray was performed showing mediastinal hematoma. The pt had to be transferred to acute side of intensive care unit & had to be intubated with ventilatory support. 6/1 she has been weaned & has greatly improved.